Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. A review of invoice history confirmed the primary surgery date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to acetabular cup loosening and metallosis. The operative notes confirm that the cup, head, taper, and stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received in the form of a legal claim which provided the date of the primary procedure. As a result, invoice history was able to confirm product identification for items implanted during the original procedure.

Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Subsequently, patient alleged pain and a revision procedure was performed on (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-02645 & 1825034-2013-02966 / 02968).

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. A review of invoice history confirmed the primary surgery date. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.